Manufacturer narrative:
The device has not been returned to the manufacturer. A supplemental report will be filed upon completion of the manufacturer's investigation. Clinical evaluation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient abdominal distension and edema. The patient reported a supply bag blocked error message on the cycler, however, she did not contact technical support at the time of the error and was not able to continue pd therapy on the cycler after dwell 4 of 5. The patient did not complete a manual drain and as a result had abdominal distension and edema. The patient was found to have a malfunctioning catheter which was contributing to the drain complications and error message on the cycler. The patient has extensive cardiac comorbidities which most likely contributed to the patient¿s edema. The patient¿s hypoalbuminemia can also be a contributing factor to the patient¿s edema. There is no documentation in the file to show a causal relationship between the patient adverse event and the liberty select cycler.

Event description:
A peritoneal dialysis patient reported due to the power fail recovery failed subsequent to restarting the cycler. The cycler was rebooted due to a supply lines are blocked message. The patient reverted to manual exchanges to complete treatment. Upon follow up with the patient's nurse, it was confirmed that he patient was admitted to the hospital (B)(6) 2018 due to confusion. The patient presented to the emergency room (ER) on (B)(6) 2018 for a low protein level and generalized weakness. The patient reported that she was unable to drain after dwell 4 of 5 during her pd treatment as the machine malfunctioned. It was confirmed with the pdrn that the patient did not complete treatment and could not complete a manual exchange. A 1review of systems found the patient to have a distended abdomen and edema. The patient was found to have a malfunctioning catheter (not a fresenius product) and difficulty draining as a result. The nurse stated that the patient's confusion was intermittent due to age. The patient was scheduled to receive a replacement cycler to see if the issue would resolve as the current cycler has a long dwell time. Treatment rendered at the hospital was unknown. Dates of hospitalization (B)(6) 2018. According to the nurse, the patient was discharged on (B)(6) 2018 and continues to complete peritoneal dialysis therapy with no further reported issues.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient reported due to the power fail recovery failed subsequent to restarting the cycler. The cycler was rebooted due to a supply lines are blocked message. The patient reverted to manual exchanges to complete treatment. Upon follow up with the patient's nurse, it was confirmed that he patient was admitted to the hospital (B)(6) 2018 due to confusion. The patient presented to the emergency room (ER) on (B)(6) 2018 for a low protein level and generalized weakness. The patient reported that she was unable to drain after dwell 4 of 5 during her pd treatment as the machine malfunctioned. It was confirmed with the pdrn that the patient did not complete treatment and could not complete a manual exchange. A 1review of systems found the patient to have a distended abdomen and edema. The patient was found to have a malfunctioning catheter (not a fresenius product) and difficulty draining as a result. The nurse stated that the patient's confusion was intermittent due to age. The patient was scheduled to receive a replacement cycler to see if the issue would resolve as the current cycler has a long dwell time. Treatment rendered at the hospital was unknown. Dates of hospitalization (B)(6) 2018 - (B)(6) 2018. According to the nurse, the patient was discharged on (B)(6) 2018 and continues to complete peritoneal dialysis therapy with no further reported issues.